Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results found that electrical continuity passed and the conductor wires show no signs of damage. The customer reported failure mode could not be confirmed. Also during evaluation, engineering observed a 3" section on the instrument main tube which had material removed. The damaged area was located on the distal end of the main tube, directly above the proximal clevis. Based on the location and appearance, the damage may have been caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. Engineering also observed that one grip was bent, causing misalignment of the grips. No other damage was found. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that the pk dissecting forceps instrument would not cauterize. No additional information was provided. No pt harm, adverse outcome or injury was reported.